Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient presented for routine follow-up with slightly enlarged aneurysm sac of 4.4cm (2mm of growth) and an endoleak at an indeterminate origin. The physician plans will continue to monitor the patient. As of date, there have been no additional patient sequelae reported. Additional information: clinical review determined the endoleak of indeterminate origin was a type 3b endoleak of the bifurcated stent graft. A left limb occlusion with an associated fem-fem bypass, and the placement of a non-endologix right limb stent was also identified.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type 3b endoleak of the bifurcated stent graft. The event is most likely procedure related due to ballooning against a thickened calcified bifurcation (cautionary use condition). Procedure related harms for this event could not be determined. Additionally, clinical identified during a review of the computed tomography (CT) scans, a left limb occlusion with an associated fem-fem bypass, and a placement of a non-endologix right limb stent. The cause of the left iliac occlusion resulting in fem-fem bypass, and the additional endovascular procedure (placement of non-endologix right iliac stent) is indeterminate. The final patient status was reported as being monitored. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b1: adverse event/product problem has been updated. B5: describe event or problem has been updated. H6: device code: remove code 1506 h6: result code: remove code 3233 h6: conclusion code: remove code 11

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient presented for routine follow-up with slightly enlarged aneurysm sac of 4.4cm (2mm of growth) and an endoleak at an indeterminate origin. The physician plans will continue to monitor the patient. As of date, there have been no additional patient sequelae reported.